Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: 1 - sensor solder joint not working. 2 - slight bends along catheter body. 3 - we were unable to complete testing. Mfg. Date: 8/6/2012. Based on the above evaluation, supplier determined that the cause of the failure was the pressure sensor solder joint. This is the first complaint for this type of issue during the last three years, and it is considered to be an isolated incident. No further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
The affiliate reported that no transducer could be detected. The icp was changed but it still failed. As a result, the sensor was revised. There was no delay in surgery greater than 30 minutes and no adverse events to the patient.